Event description:
The pharmacist requested an event log review and is not alleging a device malfunction. Rn did a work around because the ordered concentration (900mg/250ml) was not available in the dataset. The hospital has two concentrations for amiodarone: 450mg in 250ml = 1.8mg/ml (only option available for non-ICU floors); and 900mg in 250ml = 3.6mg/ml (both profiles are available for ICU). The md ordered and a bag was rec'd on the floor which contained 900mg in 250ml with a rate of 1mg/min. This concentration was not available in the profile for the intermediate care unit (imu) so the nurse programmed the device based on rate (0.5mg/min). The actual rate was correct, but appeared to be incorrect because 450mg/250ml was the only setting available for that floor. Dose rate ordered was 1mg/min, but pump showed 0.5mg/min due to the work around. Pt required resuscitation around noon on (B)(6) 2013 and was transferred to ICU. Initially resuscitation attributed to a med error with amiodarone rate, but upon further review seems to be an adverse reaction to medication as pt has been receiving same dose for approximately 2 days prior to resuscitation. The pharmacist stated the user did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The requested log review for confirmation of programming has been completed. The programming was confirmed as reported for the start of the infusion of the drug aminodarone with concentration at 450mg/250m. The infusion was started on (B)(6) 2013, at 8:13pm. The dose was entered as 0.501mg/minute (rate = 16.7ml/h). On (B)(6) 2013, at 10:19pm, the user decreased the dose to 0.15mg/minute. A soft guardrails alert occurred stating the dose was below the minimum of 0.2mg/min with the user bypassing the alert and proceeding with the infusion as programmed. After approximately 16 minutes the user returned the infusion rate back to 16.7ml/h. At 3:41pm, on the same day the user lowered the dose to 0.25mg/minute (rate = 8.3333ml/h). At 04:00pm, on the same day the user turned off the sys. The total volume infused was 422.466ml which includes a 10 minute bolus infusion of 100ml that was performed before the start of the primary infusion. The sys was powered back on a couple of minutes later but no further infusions of the drug amiodarone were performed.